Event description:
During preparation while the model transend-18 165-cm guidewire was being taken out from the protective sheath, it fractured. No clinical complications were reported, as the device was never introduced in the patient.